Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a syncopal episode while driving. A review of the episode noted that anti-tachycardia pacing (atp) was successfully delivered after the sustain rate duration timer expired. The device operated normally per programmed parameters. The device was reprogrammed to optimize therapy per the patient's needs. No additional adverse patient effects were reported. The device remains in service.